Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer followed up with the customer couple of times, and unable to reach after attempts.

Event description:
Consumer reported complaint for low and high blood glucose test results. Daughter is calling on behalf of the customer and she is concerned with tests results obtained of 49, 55, 57 and 345mg/dl. Customer also stated that results from the meter were higher when compared to another device; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 110-130mg/dl. The customer feels well and did not reported any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not available to perform a back to back blood test during the call on (B)(6) 2019. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/17/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).